Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from her/his adc freestyle libre sensor than readings received on a meter. It was further reported that on (B)(6) 2018 customer received the following comparisons: (16:29) sensor: 71 mg/dl vs meter: 200, (18:30) sensor: 42 mg/dl vs meter: 180 mg/dl and (18:36) sensor: 50 mg/dl vs meter: 126 mg/dl. Customer self-treated with water with sugar, but then ¿vomited, had chills and was urinating a lot¿ so she/he went to a hospital. At the hospital, a reading of 41 mg/dl was received on an unspecified hospital device. Customer was reportedly diagnosed with hypoglycemia and treated with novorapid insulin. It is unknown when the hospital result was obtained, relative to the treatment with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving lower readings from her/his adc freestyle libre sensor than readings received on a meter. It was further reported that on (B)(6) 2018 customer received the following comparisons: (16:29) sensor: 71 mg/dl vs meter: 200, (18:30) sensor: 42 mg/dl vs meter: 180 mg/dl and (18:36) sensor: 50 mg/dl vs meter: 126 mg/dl. Customer self-treated with water with sugar, but then ¿vomited, had chills and was urinating a lot¿ so she/he went to a hospital. At the hospital, a reading of 41 mg/dl was received on an unspecified hospital device. Customer was reportedly diagnosed with hypoglycemia and treated with novorapid insulin. It is unknown when the hospital result was obtained, relative to the treatment with insulin. There was no report of death or permanent injury associated with this event.